Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "also, it was reported than one of our (B)(6) managed to bite the connected sat probe flat cable, removing the foam covering. Lucky she didn't bite the connected probe (possible electrocution?) Or choke on the foam (she is trached.) The ease in which this upgraded product can be deconstructed is concerning." No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. The sensor failed visual inspection as a piece of foam covering the flex cable was bitten off by the patient. The sensor passed continuity testings and was determined to be functioning as designed.